Manufacturer narrative:
Resubmission of initial report. The original submission was erroneously marked as a follow up 1 it should have been marked as an initial.

Event description:
Index surgery: (B)(6) 2014. Non-revision of right shoulder components due to a non-displaced periprosthetic humeral fracture. This event report was received through clinical data collection activities.